Manufacturer narrative:
The initial incident occurred in early 2024, but the patient did not make an initial report to zynex medical, inc. After the incident, the patient disposed of the device and didn't reveal he had an issue until he called zynex medical, inc., on (B)(6) 2026, to discuss the company filing chapter 11 bankruptcy. At that time, a complaint was initiated.

Event description:
The patient called zynex medical, inc. To discuss the chapter 11 filing on (B)(6) 2026, and when asked how the nexwave device is working, he stated that he hasn't used it since early 2024. The patient then stated that during use of the device, in 2024, he had an adverse reaction to the stimulation, and he fell back and hit his head. The patient went to the hospital for care but did not state the level of care received. The patient had been using the device a couple weeks but does not recall how he was treating himself at the time of the incident. The patient disposed of the device and did not call zynex medical to report the issue at the time of the incident.